Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3708660, serial #: unknown, product type: extension. Product ID: 37603, serial #: (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 3708660, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson's disease, essential tremor, and movement disorders. It was reported the implant surgery was not easy. The patient stated (B)(6) only allowed him to be in the hospital for one day post-surgery and it was hard leaving the hospital in such pain. The patient reported he was still recovering but it was still hard getting around and he was still sore. No complications were reported or anticipated. Additional information was received from the patient. The patient has experienced a return of symptoms, which was the lack of use of hands, the tremors are back. This was maybe a week after the first tuning on (B)(6) 2018 and on (B)(6) 2018, they started seeing the tremors coming back and now they were almost completely back. They improve when they take cinamet. They don't have stiffness anymore, it was gone. The patient can walk without their hands flopping. They no longer can pick up a fork and get it to their mouth after (B)(6) 2018. The settings were not as effective as the day it was set. They lost the initial perfect adjustment because it was making their legs tingle. The patient could tell they still had a swollen brain, a week or two after (B)(6) 2018 when it was turned on. The patient was to see the hcp on (B)(6) 2018. The patient has been a little achy behind the back of their ear where it takes a right turn down the neck where they have a crimp. It was tender behind the ears and difficult to find a comfort spot on the pillow. The patient was hurting and it was a traumatic experience after the first surgery. The patient was "so screwed up" after the first surgery. They were just out of it. The left side of the patient was super numb on the very back skull cap. The patient was getting better, they had been numb since the stitches came out. They had an inordinate amount of staples. They were back to back and on top of each other, they guessed 200 staples. This was surgeon¿s prerogative. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of: product ID 3708660 lot# serial# unknown implanted: explanted: product type extension product ID 37603 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: product type implantable neurostimulator no longer applies. No applies. Due to imdrf harmonization, some previously submitted device, method, result, and conclusion codes related to this event may have been updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, serial# unknown, product type: extension; product ID: 37603, serial# (B)(4), implanted: (B)(6) 2018, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the caller had called in and reported their first surgery that did not go so well for their symptoms. The caller stated that they had been in contact with a well known neurosurgeon and they may be going back in for a revised surgery. The caller stated that it would be for essential tremors, not parkinson's. The caller stated the parkinson's tremors were not even being helped. The caller stated they were taking just as much medication with fewer results. The caller stated the neurosurgeon was sending them in on monday for an MRI. The caller also stated they could not walk without their device. There were no further complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicating that they had a scab over the patient's incision, and patient was told that having a scar after two months since implanting surgery was unusual.